Manufacturer narrative:
The real intelligence cori, part number rob10024, serial number (B)(6) , intended for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. System log files or screenshots were not provided for investigation, as such a thorough investigation could not be performed. Should screenshots or system log files become available, the case can be reopened. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical escalation event review was not completed. The product was not returned and no evidence was made available to link the complaint to an escalation event. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with a console software bug. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. Internal complaint reference number: case (B)(4).

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a tka cori-assisted surgery, one (1) navio flat marker was flickering. The markers were changed, orientation was adjusted, and debris was checked, etc. Finally, they settled down (to irritating vs. Unworkable) and the calibration steps were completed, moving on to registration. At the third registration point, the console shut down (black screen) and registered an error: "internal error." Various problem-solving steps were attempted, including rebooting a few times, powering down, turning off at the plug, and rebuilding the handpiece, but a second "internal error" message appeared. The procedure was resumed, after a non-significant delay, with conventional instruments.